Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information provided. Per event description instrument was verified without it being completely sunk into the apt handle. As this is a calibratable instrument, the tip is being verified incorrectly due to incorrect setup of the instrument. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Patient information has not been provided by the site. A medtronic representative, following up with the site, reported that when testing the driver, the medtronic representative was able to replicate the issue by incorrectly not seating the driver all the way down in the apt driver and verifying the instrument. Then pushing the driver into proper position during use, it shows the instrument as being further into the anatomy than where it is actually located. Reseated the screwdriver all the way down into apt and reverifying showed accurate. The medtronic representative communicated this with site and surgeon to make sure the instrument is fully seated in the tracker. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the surgeon alleged the navigated driver instrument was inaccurate. When first verified, the driver was accurate but after sinking first screw, the surgeon observed that on screen the screw looked fully seated but he still had 5 threads or so to go. A c-arm was brought in to verify screw placement and determined there was approximately a 1 centimeter difference between the navigated cross-hair and the actual location of the screw tip. The surgeon seated the remainder of the screw and verified placement with the c-arm. The site tried removing the tool card and re-adding it, but this too had no affect. The surgeon re-verified the driver a third time which resolved the issue. No other instruments were affected; it was only the driver that was inaccurate. Once verified successfully, the case continued as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.